Event description:
It was reported that patient experienced scarring 6 weeks post laser tattoo removal treatment using picosure.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. The device has not yet been returned for an evaluation. This is a reportable adverse event due to the scarring that is potentially permanent.